Event description:
It was reported that during a da vinci-assisted procedure, the sureform 60 stapler instrument would only fire a maximum of 2 cm at a time. Per the reporter, the tissue was not too thick. A total of 5 reloads and a second stapler instrument were used. As a result of this issue, a permanent stoma was required. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details had been provided.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No products have been returned to intuitive surgical, inc. For evaluation. Per a review of the site's system logs for the reported procedure date, no procedures were performed on the reported event date via system sk0413. System logs and device logs are unavailable for review, due to insufficient information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa did not replicate nor confirm the customer reported complaint. Functional tests to perform the clamp and fire functions could not be performed. The instrument could not be placed on the in-house system, as the proximal end of the shaft was broken, preventing the normal use of the instrument. As a result, the fa investigation was incomplete. Upon visual and microscopic inspection, no I-beam damage was found at the wrist assembly. Additionally, the proximal end of the shaft was damaged, and the shaft assembly was no longer straight. Further, the wrist cover was observed to be torn; however, no material was missing. These findings are typically attributed to use conditions. The instrument experienced several clamping failures during the procedure; however, the customer re-adjusted several times in order to successfully clamp and fire. Per a review of the system logs on the date of the instrument's last use, no firing errors occurred. The instrument successfully fired on all 5 installs. Clamping failure log review details: procedure = low anterior resection (lar) reload color installed during repeated clamping failure(s) = green 60 total installs of instrument = (B)(4) install number(s) with repeated clamping failure(s) = (B)(4) clamp history of inst in procedure = (B)(4) aborted clamp, (B)(4) incomplete clamps, (B)(4) complete clamps in (B)(4) total attempts incomplete clamp completion pct = from (B)(4) clamp hold time info = most hold times were around 10-35 seconds. Isi also received the (B)(4) green sureform (B)(4) stapler reloads associated with this event, and fa investigations were completed. Fa did not replicate nor confirm the customer reported complaint. All (B)(4) reloads were returned fired, with all of their stapler pushers found at the bed surface of the cartridge. The reload knife and the shuttle track of the first tested reload were concealed at the distal end of the cartridge. One lodged staple was observed to be wedged within the shuttle track and along the knife-edge pathway. The second tested reload was observed to have a few pusher slots containing formed staples. The reload knife and the shuttle track were concealed at the distal end of the cartridge. The (B)(4) tested reload was observed to have a few pusher slots containing formed staples. The reload knife and the shuttle track were concealed at the distal end of the cartridge. Several lodged staples were observed to be wedged within the shuttle track and along the knife-edge pathway of the (B)(4) tested reload. The knife was found slightly exposed at the distal end of the shuttle track, due to being blocked and covered by the lodged staples. The reload knife and the shuttle track of the (B)(4) tested reload were concealed at the distal end of the cartridge.

Event description:
Refer to h10/h11 for follow-up information.